Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the instrument had dull tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip was not broken, the tip was dull. The issue was resolved by using a backup of another monopolar curved scissors.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken distal drive rod. The tip of the distal drive rod was found broken and was not returned with the instrument. As a result, the mcs tip accessory is unable to be installed into the instrument. This RMA was transferred to engineering for further investigation. The initial fa investigations confirmed. The distal drive rod that hold and drives that mcs scissors is completely removed. Instrument cannot be tested in the system as such. As a result root cause cannot be determined. Although the device was found to have a broken distal drive rod during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.